Event description:
The recipient reportedly experienced a skin flap infection in (B)(6) 2018 which required hospitalization. The recipient then experienced a middle ear infection that spread to the implant site. The recipient presented with pain, swelling, discomfort, and headaches. The recipient was hospitalized. The recipient is currently using the device and a peripherally inserted central catheter (PICC) line.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The surgeon stated that the recipient reportedly experienced pain and tenderness with mild swelling over the implant site. The recipient was given IV antibiotics for 72 hours followed by oral antibiotics. The recipient's symptoms resolved. This is the final report.